Event description:
The customer reported that her insulin pump alarmed an error. The customer stated that her blood glucose has been higher than normal, and her blood glucose was treated with a manual injection. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.